Manufacturer narrative:
The alert trigger was increased and the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a single shock impedance measurement of 125 ohms. The patient was seen in clinic and the measured shock impedance was 115 ohms. All other diagnostics were acceptable and there was no evidence of noise. It was noted the shock impedance measurements have been gradually increasing. No adverse patient effects were reported.